Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reat1162 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the end of the tubing broke inside the PICC line anti-reflux valve during the night. Material stuck in the tip and could not be removed. Unusable material. Antibiotics treatment at 6am not done. No patient harm reported. On 02/15/2017- additional information received from sales representative stated the device was connected by a nurse. The tubing was connected the oval hub of the catheter and then a part of the connector broke in the oval hub. It was stated that it had been tightened too hard and the plastic stresses against plastic caused the connector to break.